Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 22mg/ml, dose not reported via an implantable pump. The indications for use were failed back surgery syndrome, peripheral neuropathy and spinal pain. A catheter event was reported, the catheter tip detached. The patient had been complaining of pain which prompted diagnostic studies. A dye study was done and the physician was not able to aspirate. The physician took an x-ray and confirmed that the catheter was in the intrathecal space. The reporter did not know the dates of the diagnostics. The patient had a revision today and the spinal portion was replaced. The patient was restarted at 1.058mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.